Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the laser on an ophthalmic operating system stopped working. Procedure details information is unknown. There was no report of any patient harm. Additional information received further clarified that the ophthalmic laser system just stopped working during a vitrectomy surgery. There were no system messages displayed. An alternate ophthalmic operating system was obtained in order to complete the procedure. It was confirmed that there was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming laser core module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming laser core module. The manufacturer internal reference number is: (B)(4).